Manufacturer narrative:
Section b1, b2, d4, d10, h1: correction. Section h4, h7, h9: additional information. Manufacturer's investigation conclusion: the returned centrimag motor ((B)(6)) was evaluated and tested by the service depot. The reported complaint could not be verified nor duplicated during their evaluation. The returned motor was tested with a test console and flow probe, because the associated complaint console was not returned for analysis (console is reported under MFR # 2916596-2019-05618). The motor was operated for an extended period of time, including overnight, but no atypical noise, flow issues, nor s3 alarms were reproduced. The motor was functionally tested per the centrimag motor service process and passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump was making noise but after 15 minutes an s3 temperature alarm went off and the pump was noticed to have increased temperature. Speed was 3700 rpm and blood flow was 4.2 lpm. The decision was made to change out the motor and console.